Event description:
Doctor opened part number 1115-28-025 (group 3) ; lot number vt7ac1005 - based on the explanted product. Doctor thought explant was engraved group 3 and opened a group 3 product which did not fit. Opened a group 2 - part number 1115-27-025 and product fit.